Event description:
Reported due to thrombus formation and surgery. The physician attempted an arteriotomy closure with the proglide device after a diagnostic arotic stenosis procedure. The device was deployed and a posterior cuff miss was reported. A second device was inserted and successfully deployed; however, when the physician parked the foot he "slightly advanced the device trapping the suture between the foot and the elbow of the device." Upon device removal, the suture "pulled through the artery." Manual compression was applied and twenty minutes after hemostasis was achieved the pt was transferred to the medical intensive care unit. The pt's right leg was reportedly "cold" after the case and a decision was made to do a thrombectomy. Diagnostic work-up was not reported. Reportedly, "the thrombus developed due to manual compression being held too long and too tight", length of compression was not reported. A thrombectomy and vascular patch was done. The pt was discharged forty-eight hours after surgery in stable condition. Although requested, additional pt information was not available.